Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: upon receipt, the system was intact with minor scuffs and scratches present on the cover panels and hinges. Functional/performance evaluation: the system log file was reviewed for the reported event date and also for several days prior to that date, as multiple events were reported. The log file demonstrated proper system function; no system errors were recorded during the reviewed time frame that would indicate a system malfunction had occurred or contributed to the reported events. Attempts were made to reproduce the reported issue by duplicating the steps recorded in the event log, with an in-house driver, probe, and foot switch. However, the reported issue could not be reproduced. The system was then tested with the associated encor driver. An in-house probe was able to calibrate on associated driver, however, after performing three sample attempts the system displayed screen message ¿probe removed¿, then returned to the ¿attach probe¿ screen. There was no unexpected or uninitiated recalibration of the probe observed. Once the system displayed the ¿attach probe¿ screen it took a manual press of the sample button to initiate a recalibration of the driver/probe. The malfunction was identified to be related to the driver¿s intermittent ability to recognize when a probe is attached to the driver. A new ¿front cb assembly¿ was installed into associated driver and testing was repeated. The driver now functioned as intended without exhibiting any problems. The driver was tested repeatedly with both the reported system and an in-house system and was found to have normal system function. The unit was also evaluated and tested following the encor enspire refurbishment / manufacturing procedure. All testing during the evaluation passed. The device was serviced and returned to refurbishment stock. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the reported issue, as no evidence was found that indicated the device changed modes without prompt, and as the enspire system functioned without issue during functional testing. Per the evaluation results, when testing the returned enspire with the associated encor driver, the enspire would display "probe removed" and the "attach probe" screen after 3 sample attempts. However, the calibration sequence would not initiate until the sample button was pressed. The user likely would have initiated the calibration sequence manually when the enspire perceived the probe to be removed. It was determined that the identified issue was related to a circuit board on the associated driver. The board was replaced and the enspire functioned as expected without issue. Although no errors were noted after reviewing the system log file, the root cause was determined to be related to a malfunctioning driver circuit board. Labeling review: the current instructions for use states: warnings: use of accessories not compatible with the encor ultra breast biopsy system may create potentially hazardous conditions. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining 12 samples allegedly the screen went blank. Reportedly, when the device turned back on, the device went into calibration mode without prompt from the user. It was further reported the probe was able to be removed to complete calibration process and re-inserted for marker placement. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stereotactic breast biopsy, after obtaining 12 samples allegedly the screen went blank. Reportedly, when the device turned back on, the device went into calibration mode without prompt from the user. It was further reported the probe was able to be removed to complete calibration process and re-inserted for marker placement. There was no reported patient injury.